Event description:
It was reported that during a kyphoplasty procedure, a cement extravasation occurred inferiorly near the posterior wall of the vertebral body based on ap imaging that was performed. The surgeon completed an si injection. The physician performed a CT scan which confirmed that there was a posterior wall and pedicle breach and some cement had entered the canal. Due to the patient's pre-existing conditions, the patent was kept under general anesthesia and a laminectomy was performed to remove the cement. On a follow-up visit that occurred in 2009, it was reported that the patient was fine and did not experience any neurological deficits as a result of the cement extravasation. In addition, the patient's back pain improved except for the incisional pain from the laminectomy that was performed. The treating physician had no complaints regarding the kyphoplasty procedure.

Manufacturer narrative:
Device not returned. Follow-up with company representative.